Event description:
It was reported the doctor was performing a case and the clips weren't forming properly on the tissue. The doctor used a single clip applier to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.